Event description:
The pt was implanted with a siltex low bleed gel-filled mammary prosthesis on 1/26/96. Subsequently, the pt experienced a rupture of the device. The device was removed on 6/1/98. During explant surgery, the dr observed silicone granuloma in the pt's breast.